Manufacturer narrative:
Disregard file (after further review suspect device has been changed to a concomitant device; suspect device is disposable primary tubing set model 2420-0007) complaint file ownership with bd san antonio regional complaints center).

Event description:
It was reported that the device free flowed after a primary infusion but during keep vein open(kvo) of an unspecified medication and a secondary infusion of 0.9% sodium chloride 100ml. The in house biomed shop was unable to duplicate this occurrence. There were no reports of adverse effects cause to any patients from the event. Although requested, additional information was not provided.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics were not provided. The patient is an adult.

Event description:
It was reported that the device free flowed during a primary infusion of an unspecified medication and a secondary infusion of 0.9% sodium chloride 100ml. There were no reports of adverse effects cause to any patients from the event. Although requested, additional information was not provided.